Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. Neither the device nor radio frequency controller is being returned; therefore, a failure analysis of this novasure system cannot be completed. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant information is received, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
(B)(4) indicates, "novasure handpiece cavity indicator light was red; needed to be green in order to proceed with btl ablation procedure. Despite surgeon tapping on foot pedal to proceed, machine kept beeping and indicator light remained red. A 2nd handpiece (novasure) was opened and phone assistance from novasure- surgical assistance application specialist obtained, uterine perforation occurred as a result of malfunction with first novasure handpiece. The uterus perforation was cauterized, and bleeding stopped. The case then proceeded to tubal banding. This outpatient procedure resulted in the patient being admitted and observed for 24 hours." We have been unable to obtain additional information surrounding this event.